Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a patient underwent a posterior cervical thoracic spine fusion on an unknown date in (B)(6) 2014. The patient was implanted with synthes synapse 4.0mm rod and universal spine system (uss) dual opening from c2 to t7 using a 4.0mm to 6.0mm tapered rod (synapse c2-c6, skip c7, uss do t1-t7 all connected with the tapered rod. At an unknown point in time, the patient did not heal at the cranial end of the construct. As a result, the c2 screws backed out of the bone. On an unknown side at c2, the locking cap came free from the screw and the rod, the other side was unaffected. Also, significant kyphosis was noted at c2. On (B)(6) 2016, the patient was returned to the operating room to revise and address the loss of fixation and correct the kyphosis. The surgeon performed an anterior cervical discectomy (acdf) and fusion at c2-c3 to reduce the kyphosis. During the posterior part of the revision, the surgeon cut the synapse 4.00mm/6.00mm rods cranial to the t2 screws and then removed the t1 uss dual opening screws. He also removed the synapse screws from c2-c6. The surgeon then replaced all the synapse screws form c2-c6 and implanted an occipital cervical (oc) fusion plate on the occiput. Then connected the pre-bent oc fusion rods to the existing 6.0mm rods from the previous surgery with 4.0mm/6.0mm connectors (2 connectors on each side). The pre-bent rods were then connected to the synapse screw and oc fusion plate with locking caps. The procedure was successfully completed. No additional information available. Concomitant devices reported: unknown 4.0mm rod screw (part # 04.615.xxx, lot # unknown, quantity 8); titanium locking screw (part #04.614.508, lot # unknown, quantity 9); dual opening screw (part #499.2xx, lot # unknown, quantity 2); titanium collar for 6mm dual opening implant (part #499.292, lot # unknown, quantity 2); titanium 12 point nut (part #499.29x, lot # unknown, quantity 2); titanium hard rod (part 04.615.516, lot # unknown, quantity 2). This is report 3 of 3 for (B)(4).